Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a torn cord. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation. The damage was located at the distal end and the internal wires were exposed. Electrical continuity was performed and passed. Also, no thermal damage was observed. The complaint was confirmed by failure analysis.